Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received an insulin flow blocked alarm. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with an injection. The customer declined troubleshoot for high blood glucose. The customer states she had changed the set and had changed it three or four times already. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit was delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.